Event description:
It was reported that a malfunction alarm with code malf 9 occurred. There was no adverse impact on the customer¿s blood glucose level. Technical support provided instructions for resetting the pump, assisted with the reset, and informed the customer to contact them again if the malfunction recurred, which the customer understood.